Manufacturer narrative:
The banjo is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occurred in austria.

Event description:
When unfolding the rollatotor the user pinched his finger.